Manufacturer narrative:
An event of atrial fibrillation when the sheath was placed into the left atrium while attempting to implant an unknown model occluder was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device was subsequently implanted without issue.

Event description:
It was reported through a research article identifying amplatzer occluder may be related to rapid atrial fibrillation when the sheath was placed into the left atrium, resulting in procedure abortion due to patient discomfort. A device was successfully implanted during a subsequent procedure without recurrence of atrial fibrillation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous patent foramen ovale closure during live case demonstrations."